Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the received a cartridge error message during the load process. Customer's blood glucose level was not impacted. It was indicated that a new cartridge was able to be successfully loaded onto the pump.